Event description:
Clinical trial. It was reported that post index procedure, the patient died. The patient was admitted 18 days prior to the index procedure with chest tightness. She denied radiation and shortness of breath but reported diaphoresis. The patient was stabilized and moved to the medical floor but continued to have chest pain. It was felt that cardiac catheterization was necessary. The left anterior descending artery (lad) was initially treated with rotational arthrectomy, due to the presence of extensive calcification. Balloon angioplasty was then performed in the mid lad but attempts to treat the more distal lesions were unsuccessful as the balloon could not be advanced past the bend in the mid lad. Target lesion 1 was then identified in the proximal lad. The lesion was 2.75 mm wide, 20 mm long, and 80% stenosed. The physician predilated the lesion prior to placing a 2.75 x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. The patient stabilized and was transferred back to the medical floor where she continued to undergo dialysis and her blood sugar was brought under better control. The patient was discharged in stable condition to a skilled nursing facility 6 days later on aspirin and plavix. During the 2-year follow up period of the study, the site learned that the subject expired 575 days post index procedure. The cause of death is unknown. The information was obtained when study site personnel spoke to a member of the patient's family who declined to provide any further information. The site confirmed the date of death via the social security death index. An autopsy was not performed. In the opinion of the physician, there is an unknown relationship between the death and the stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause for this event.